Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 240 units of insulin. The customer reloaded the cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.